Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the impactor instrument fractured while impacting the femoral provisional. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned product identified the impactor pad exhibits signs of repeated use (nicked and gouged) and the base has fractured off. All pieces were not returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fracture analysis which indicates overload failure or low cycle fatigue culminating in the overload failure. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the six plus (6+) years of use in the field and the normal wear and tear associated with repeated use over time. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.